Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) and right ventricular (rv) lead dislodged. This lead was repositioned successfully. This lead remains in service. No adverse patient effects were reported.